Event description:
The lay user/patient contacted lifescan alleging the meter displays error 6 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for a (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. The cause of the peritonitis was unreported. It was unreported if treatment was provided and if the patient was hospitalized. Upon follow-up with the nurse on (B)(6) 010, the nurse reported in (B)(6) 2010, the patient developed peritonitis. Pd therapy was withdrawn and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.